Event description:
The customer reported their mp70 intellivue patient monitor failed to alarm for a desaturation event which occurred on (B)(6) at 19:20pm. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported their mp70 intellivue patient monitor failed to alarm for a desaturation event which occurred on (B)(6) 2021 at 19:20 pm. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.